Event description:
It was reported that a spectrum iq pump had the up button not working. The event occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, an inoperable up button in the keypad was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause was identified to be damaged keypad overlay. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.